Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon opening the pocket for a device change out, the device exhibited no output. The device was explanted and replaced.